Event description:
The customer reported that durin ga laparoscopic appendix when the surgeon put the bipolar instrument through the trocars into the abdominal cavity, suddenly the bipolar function activated automatically without touching the bowel. The surgeon saw sparks form the tip of the lap bipolar instrument to the bowel. The patient's bowel was burned three times. These burns were corrected by sutures. The autobipolar mode was activated form the previous surgeon.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.